Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating internal power error and errors indicating too low barometric pressure and memory backup battery depleted. There was no patient harm.the field service engineer confirmed the technical error codes at startup and found the monitoring printed circuit board (pcb) defective. After replacement, the ventilator passed functional tests and was cleared for clinical use. The replaced monitoring pcb was returned for investigation.the evaluation of received device logs confirms the reported technical error codes after startup on august 31, 2021, the reported date of event. The returned monitoring pcb was installed in the reference ventilator. The reported technical error codes were immediately reproduced and ventilation couldn't initially be started. After a few tries ventilation could be started but was insufficient. Electrical measurements showed that the output from the pressure transducer circuit was too low causing the reported problem.the conclusion is that the barometric pressure transducer on the monitoring pcb caused the reported failure. The returned monitoring pcb was manufactured before improvements were introduced 2008 to eliminate failure of an internal power supply when the pressure transducer fails. The issue will be detected during device start-up. If the issue occurs during ventilation, ventilation may stop. Alarms will be generated.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient harm. Manufacturer's ref #: (B)(4).